Event description:
The caller reported that the pump battery would not charge, with the pump indicating a 15% charge despite being connected for 10 minutes. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to connect the pump to a different wall outlet and advised leaving the adapter plugged into a functional outlet for at least 30 minutes to allow charging to commence. The caller was advised to call back if the issue persisted.